Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed ischemia in their right foot. It was noted that the distal flow beyond the sheath was present, however pedal pulses were not dopplerable. The patient had an unknown underlying peripheral arterial disease (pad) and their right foot became mottled and blistered. Vascular surgery was on standby to monitor the situation. Additionally, the patient coded during support, around 9:30 pm. Currently in junctional rhythm in the 50s.